Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; however, an unrelated issue was found as the device failed the air leak test. Further investigation found the root cause for this issue to be a defective pump. Following the evaluation suitable repairs and a performance and safety check were conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.

Event description:
It was reported that during npwt utilizing a renasys go, it was unable to charge the battery when the device was being connected to the main power. The treatment was continued with a back-up device. There was no patient harm. No delay was reported. The device will be returned to (B)(6) local service for evaluation. The results will be shared after its completion.